Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient was being escalated from an impella cp to an impella 5.5 pump. The impella cp had supported for percutaneous coronary intervention of multivessel coronary artery disease. The impella 5.5 access site had developed a large hematoma that was surgically treated and the patient was given two units of blood. The pump additionally was malpositioned along the septum but remained supporting the patient in the intentive care unit for six days. The patient was successfully weaned.

Manufacturer narrative:
The investigation of access site bleeding and positioning issues has been completed. The impella device was not returned for evaluation. Access site bleeding - reported large hematoma forming at the axillary cut down site. Activated clotting time (act) was 290. Patient received two units of blood and bleeding was surgically resolved. The root cause of the access site bleeding was most likely high patient act values since act was at 290 at the time of the bleed. Positioning issue - reported impella towards septum and unable to rotate it away from the septum after delivery. Right ventricle (rv) was contracting and extremely small. The root cause of the positioning issue was most likely patient condition related since the patient had an extremely small right ventricle.